Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be jumping over the past few days. Reportedly, the battery depleted from 70% to 30%. Review of the pump history during troubleshooting with tandem technical support was unable to confirm the reported issue. There was no reported impact to the customer's blood glucose level. The contact declined follow up by tandem technical support.